Event description:
It was reported that the patient implanted with this device experienced a ventricular tachycardia (vt) storm with appropriate therapy delivered. However, the device's transmission logged the episodes on incorrect dates, indicating they happened several days post the actual vt storm. Technical services advised that the device should be reprogrammed with the current date and time through programmer interrogation, and a subsequent interrogation with the correct clock is necessary for correction. The device is still in use and no adverse effects on the patient have been reported.